Manufacturer narrative:
Additional information was added to h3, h6 and h10. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The reported photograph was reviewed, and it was noted that the filter of the chamber had become disconnected. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred during the unspecified date and month of 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "breather" (spike air vent) of a solution administration set came loose which resulted in a leak. The issue was identified during propofol infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.